Manufacturer narrative:
Device photographic evidence evaluation summary: upon visual evaluation of the images provided in the complaint, the implant was observed ruptured, in addition scar tissue was observed in a photo. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the 7314624 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant deformed and capsular contracture complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old brazilian female patient who underwent a breast augmentation primary with 350cc smooth mentor memorygel breast implant has experienced postoperative right-sided grade IV capsular contracture and right-sided implant rupture. The patient experienced hard, deformed and painful breast, and capsular contracture was confirmed by a physician. As a result, the patient underwent unilateral explantation and replacement with like device, catalog # 3503501bc, right serial # (B)(4) on (B)(6) 2020. During explantation, right implant was discovered to be ruptured.

Manufacturer narrative:
On 29-may-2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of lot 7314624 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).